Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned no sufficient strips (1) for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 125 to 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from truebalance meter to laboratory results. On (B)(6) 2016, a blood test was performed by the customer at 06:30am produced test results of 191 mg/dl using truebalance meter and at 08:30am produced test results of 148 mg/dl with laboratory test. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/22/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.